Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, bumpy itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Correcting a typo in section d1 and d4. The brand name and model # is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, bumpy itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, bumpy itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Correcting a typo in section d1 brand name. The brand name is lifevest wcd 4000 system.